Event description:
Pt was undergoing a septoplasty. When the storz scissor was removed from surgical area the tip was missing. An x-ray was done and a 1mm piece of tip in surgery area was noted while pt still in operating room. Surgeon determined the risk of retrieval outweighed the benefit and left piece in surgery area with no known harm at this time.

Event description:
Add'l info received from reporter (B)(6) 2012: bausch and lomb was reported as karl storz but is not, it is b & l. This has been confirmed based on product number.